Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID l-evolutfx-2329 (lot: 0012272640); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe aortic stenosis with a previous non-medtronic 23 mm valve, the valve was deployed to 80% and migrated upwards to the ascending aorta. The valve was fully recaptured and repositioned. The valve was deployed 3 more times and were too shallow on the non-coronary cusp (ncc). The valve was recaptured and repositioned. On the 6th deployment attempt, the valve was at a depth of 4 mm on the ncc and 6 mm on the left coronary cusp (lcc) and was fully implanted. No adverse patient effects were reported.